Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after going through airport security on january 26th the patient's stimulation started shooting at an extremely high level and causing lots of pain. This lasted for hours and patient could hardly walk. The pain did not occur while going through security screening gates; it did not start until after the patient boarded the plane. They turned the stimulation off, which resolved the pain, and turned it back on this morning, and it appears to be working normally and comfortably for the patient. Patient denied any falls or traumas. Recommended patient follow up with managing hcp for device check.